Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s ilet pump screen was cracked, rendering the display unreliable for insulin delivery and meal announcements, and a replacement was arranged with instructions to shut down the device and return it, along with guidance to use backup therapy and to continue cgm via the dexcom app or receiver. Symptoms included no reported adverse clinical effects or changes in blood glucose. Outcomes included no medical intervention or hospitalization. Investigation included review of device history, service records, and user report. Investigation of this case revealed damage consistent with physical impact to the display assembly, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.